Event description:
The patient reported that since she began an unspecified intravenous therapy prescribed by her urologist she had experienced increased spasticity and sweating. She stated she had a slight increase in symptom relief since her last refill in 2007, when her dosage was increased. Since the refill, the patient reported swelling on or over the pump location. She also reported a sticky fluid and yellowish stain at the pump site. She stated she didn't feel quite right. The patient was encouraged to contact her hcp. The patient further reported that an x-ray was done on the same day, at her refill visit and she was told that the "connection between the catheter and pump is not a true connection". The patient said she was scheduled for a revision. The type of medication, concentration, and daily dose being administered via the pump were not reported; device registration system indicates baclofen. Additional information has been requested, a follow-up report will be submitted additional information becomes available.